Manufacturer narrative:
It was noted in the incoming information that this was a general complaint related to device software, not specifically against any programmer model. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when adding patient information into the device at implant the programmer indicated that the leads were magnetic resonance imaging (MRI) conditional which the caller indicated was inaccurate. The programmer is still in use. No patient complications have been reported as a result of this event. It was additionally noted in the call text that the leads are MRI approved outside of the united states.